Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-apr-2023 . H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2302159. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe was returned for evaluation by our quality team. Leakage testing was performed on the returned sample and the reported defect was able to be confirmed. It has been determined that the leakage resulted from damage in the plunger component.

Event description:
It was reported that propofol and saline leaked out of the bd discardit¿ ii syringe while preparing the medications. The following information was provided by the initial reporter: "propofol and nacl 0.9% run out of the syringe (leaking). When different fluids were drawn up, the leak was discovered. First, propofol was aspirated. When this leaked, nacl was drawn on as a control - leakage here as well... 1. Were both substances leaking during administrating to patient? Or during preparation? ->both were leaking while preparation. They tried to prepare propofol, which leaked. To confirm, the syringe is not working properly, the tried nacl afterwards. 2. If leakage occurred when the device was used on a patient, please state if there was any impact/harm ->not applicable 3. Please describe the part/place on the syringe where the leakage occurred. ->between the stamp and the syringe body."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that propofol and saline leaked out of the bd discardit¿ ii syringe while preparing the medications. The following information was provided by the initial reporter: "propofol and nacl 0.9% run out of the syringe (leaking). When different fluids were drawn up, the leak was discovered. First, propofol was aspirated. When this leaked, nacl was drawn on as a control - leakage here as well... 1. Were both substances leaking during administrating to patient? Or during preparation? ->both were leaking while preparation. They tried to prepare propofol, which leaked. To confirm, the syringe is not working properly, the tried nacl afterwards. 2. If leakage occurred when the device was used on a patient, please state if there was any impact/harm ->not applicable 3. Please describe the part/place on the syringe where the leakage occurred. ->between the stamp and the syringe body."